Manufacturer narrative:
Insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, cracked case behind the pump near the battery tube compartment, cracked case corner of the belt clip rails near the battery compartment and cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a crack on the reservoir compartment. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.